Event description:
Just prior to pt entering MRI scan room, the relaxation system video projector was attracted off of its stand and drawn into the MRI scanner bore while the technologist was performing routine menu set-up on the relaxation system. The relaxation system had been installed by the MFR 1 month prior. Subsequent evaluation revealed that velcro was not applied between the projector and its stand as per standard installation. MFR installed relaxation system at back end of room instead of at the front end (the more typical configuration). Back end was chosen so that projector would not interfere with work flow within scan room. Back end installation resulted in projector being placed in closer proximity to magnet than if at front end. Magnecel services claims that system is "compatible" within the MRI magnet room. No use restrictions or distance limitations are listed in the co's documentation.